Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 350cc, serial number (B)(4), catalog number 3502350. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 350cc breast implants and experienced left breast that occurred to be less than half the size of the right breast. The symptom was confirmed by three different surgeons. Left side accompanying symptoms was sharp pain. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 03/29/2018, mentor has received additional information that the patient had undergone removal and replacement with gel mentor memorygel breast implant 400cc, catalog number: 3504001bc, serial number: (B)(4), lot number 7360148 on the left breast implant and with gel mentor memory gel breast implant 400cc, catalog number: 3504001bc, serial number: (B)(4), lot number: 7281426 on the right breast implant on (B)(6) 2018. On 04/07/2018, it was reported to mentor that the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/07/18, it was reported to mentor that the event date is (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/16/18, it was reported to mentor that the replacement devices were gel mentor memorygel breast implants 400cc. The healthcare professional confirmed partial deflation of the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/12/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).